Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : observed, opening on the posterior side assessed as surgical impact opening . (Shell thickness was within specification). Additional observations: no penetrating nick. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side textured exchange due to product concern. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured exchange due to product concern. Healthcare professional later reported rupture. The device has been explanted.